Manufacturer narrative:
Evaluation: underwent leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt's right femoral artery. The pt was transferred to the ICU and the "catheter leak" alarm sounded from the console. Blood was noted in the gas delivery line and the iab was removed. Another iab, a 34 cc balloon, was inserted and no further problems were encountered. Event complications: none from the event. Reported 2/28/97. Pt's current status: unk-rpt'd 2/27/97.